Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to full segment display. No unexpected missing segment/partial display anomalies noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump went blank and they cannot resolve the issue. The customer¿s blood glucose level was 180 mg/dl at the time of the call. Customer states the pump was neither exposed to extreme temperatures nor direct sunlight. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.